Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-83777.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that her transmitter was not communicating with her insulin pump. Customer stated that incorrect identification number was programmed in the insulin pump. Nothing further reported.